Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture. The loss of capture was observed in all vectors during testing. A revision procedure was performed and the lv lead was surgically abandoned. It was noted by our company representative that the hospital's notes showed a different physician had attempted to implant a new lv lead previously, but was unsuccessful. There were no further details available regarding that procedure and no company representative was present. It was suspected that the lv lead had dislodged or that there was an anatomical issue. The lead was successfully replaced and there have been no additional adverse patient effects reported.